Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device alarm failed to automatically inflate, and other equipment was replaced in time. There was no personal injury reported.